Event description:
New information received: it was reported that patient was put on merlin.net transmission remote follow up for his device. Patient later returned to clinic for follow up and auto mode switch episodes with pause in pacing was observed. Programming changes were made. It was suggested to review x-ray to see how close the abandoned pacer lead is to the defib lead. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for routine follow-up, noise with non-sustained vt episodes was observed on the rva lead. Patient is dependent and significant pause in pacing due noise oversensing was noted. Patient was asymptomatic. Physician elected to not reprogram the device and will monitor the patient weekly via remote transmission.